Event description:
It was reported that the catheter was difficult to inflate after the nurse had placed the catheter in the patient. Instead, the inflation canal outside of the patient inflated. Another bio catheter was used.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The evaluation found that the catheter could be inflated without difficulty. The catheter was dissected and no conditions were found that would contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿use luer tip syringe to inflate with stated ml of sterile water or for pre-filled products, remove dip and squeeze reservoir to inflate with state ml of sterile water" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter was difficult to inflate after the nurse had placed the catheter in the patient. Instead, the inflation canal outside of the patient inflated. Another bio catheter was used.